Event description:
The customer reported that she was hospitalized with a low blood glucose reading of 39 mg/dl. Prior to the event, the customer had changed the infusion set. The customer looked at her reservoir, and noticed that it was empty. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer could not conduct the displacement test at the time of the call. The customer stated that her doctor wanted the insulin pump replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.